Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, lead; implant: (B)(6) 2010. Model: 5076-52, lead; implant: (B)(6) 2010. Model: 6935m55, lead, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that phrenic nerve stimulation (pns) was evident on the patients left ventricular (lv) lead. The lead was replaced. The pns remains evident on the newly placed lv lead. The lead remains in use. No patient complications have been reported as a result of this event.